Manufacturer narrative:
Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2010, the patient was implanted with three gore excluder aaa endoprostheses for the treatment of an abdominal aortic aneurysm. On (B)(6) 2013, follow up CT images showed aneurysm growth from 5 cm to 5.5. Cm and proximal migration of the contralateral leg component. It was reported the left common iliac artery was reportedly short, and there was an excessive amount of thrombus in the iliac arteries. The inadequate seal zone, in addition to the excessive thrombus, reportedly led to the contralateral leg component pulling upwards 3 cm into the aneurysm sac. On (B)(6) 2013, a reintervention was performed whereby an additional contralateral leg component and an iliac extender component were implanted for distal extension into the patient's left common and external iliac arteries. Final imaging showed exclusion of the aneurysm, and the patient tolerated the procedure.